Event description:
It was reported that the left ventricular (lv) lead exhibited increasing thresholds. The thresholds have been recorded as high and the device is unable to maintain the lv safety margin. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead implanted: (B)(6) 2009, 5076-45 lead implanted: (B)(6) 2009; ha25025hd tissue valve implanted: (B)(6) 1994. (B)(4).